Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on 06-feb-2026. The leakage was at the site. The infusion set was in use for less than 2 days. The issue occured with 5 infusions sets. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 5.